Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 66 mg/dl after dinner, described as a rapid drop, and self-treated with an oral carbohydrate beverage, with glucose rising to 80 mg/dl and no further assistance required. Symptoms included hypoglycemia with feelings monitored but no ongoing symptoms once glucose returned to range. Outcomes included resolution at home without medical intervention or hospitalization. Investigation included review of the event details and assessment for device-related issues, with no device malfunction or component issue reported or observed. Investigation of this case revealed that the cause of the hypoglycemia remained unclear and no device performance problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and unrelated to a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.